Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, uterine dilation and curettage in 2014, peritoneal biopsy, endometrial biopsy and biopsy small intestine. Previously administered products included for an unreported indication: valium, vicodin, toradol, atropine and phenergan. Concurrent conditions included anemia, right lower quadrant pain, inflammatory bowel disease, colitis ulcerative, hemorrhoids, hyperlipidemia, migraine, abdominal tenderness, discomfort, ovarian cyst, paratubal cyst, luteal cyst of ovary, dysfunctional uterine bleeding, polymenorrhoea, benign cervical tumor, adenomyosis, abdominal pain, pancreatitis, upper abdominal discomfort, nausea, headache, vomiting and stress. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverine hydrochloride (dicyclomine), hydrocodone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015, mesalazine (asacol), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved and the depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the left side. Pt noted discomfort with on right ostia. She also states that she believes there was a complication during the procedure. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Removal date discrepancy-(B)(6) 2014 diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nickel and metal allergy, anxiety disorder, depressive disorder, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: outcome for event pain updated from recovering resolving to recovered resolved. And for bleeding and allergic reaction from unknown to recovered resolved. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, uterine dilation and curettage in 2014, peritoneal biopsy, endometrial biopsy and biopsy small intestine. Previously administered products included for an unreported indication: valium, vicodin, toradol, atropine and phenergan. Concurrent conditions included anemia, right lower quadrant pain, inflammatory bowel disease, colitis ulcerative, hemorrhoids, hyperlipidemia, migraine, abdominal tenderness, discomfort, ovarian cyst, paratubal cyst, luteal cyst of ovary, dysfunctional uterine bleeding, polymenorrhoea, benign cervical tumor, adenomyosis, abdominal pain, pancreatitis, upper abdominal discomfort, nausea, headache, vomiting and stress. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverine hydrochloride (dicyclomine), hydrocodone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015, mesalazine (asacol), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and allergy to metals had resolved and the depression and anxiety outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the left side. Pt noted discomfort with on right ostia. She also states that she believes there was a complication during the procedure. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Removal date discrepancy-(B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nickel and metal allergy, anxiety disorder, depressive disorder, vaginal bleeding, menorrhagia. Batch no c06463 production date 2013-12-14 expiration date 2016-12-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-jun-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, uterine dilation and curettage in 2014, peritoneal biopsy, endometrial biopsy and biopsy small intestine. Previously administered products included for an unreported indication: valium, vicodin, toradol, atropine and phenergan. Concurrent conditions included anemia, right lower quadrant pain, inflammatory bowel disease, colitis ulcerative, hemorrhoids, hyperlipidemia, migraine, abdominal tenderness, discomfort, ovarian cyst, paratubal cyst, luteal cyst of ovary, dysfunctional uterine bleeding, polymenorrhoea, benign cervical tumor, adenomyosis, abdominal pain, pancreatitis, upper abdominal discomfort, nausea, headache, vomiting and stress. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverine hydrochloride (dicyclomine), hydrocodone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015, mesalazine (asacol), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the left side. Pt noted discomfort with on right ostia. She also states that she believes there was a complication during the procedure. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nickel and metal allergy, anxiety disorder, depressive disorder, vaginal bleeding, menorrhagia. Amendment: the report was amended for the following reason: ccc amended. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a 42-year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, uterine dilation and curettage in 2014, peritoneal biopsy, endometrial biopsy and biopsy small intestine. Previously administered products included for an unreported indication: valium, vicodin, toradol, atropine and phenergan. Concurrent conditions included anemia, right lower quadrant pain, inflammatory bowel disease, colitis ulcerative, hemorrhoids, hyperlipidemia, migraine, abdominal tenderness, discomfort, ovarian cyst, paratubal cyst, luteal cyst of ovary, dysfunctional uterine bleeding, polymenorrhoea, benign cervical tumor, adenomyosis, abdominal pain, pancreatitis, upper abdominal discomfort, nausea, headache, vomiting and stress. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverine hydrochloride (dicyclomine), hydrocodone, medroxyprogesterone acetate (depoprovera) from 23-oct-2014 to 23-jan-2015, mesalazine (asacol), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen) since 23-oct-2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the left side. Pt noted discomfort with on right ostia. She also states that she believes there was a complication during the procedure. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nickel and metal allergy, anxiety disorder, depressive disorder, vaginal bleeding, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 12-jul-2019: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pain') in a (B)(6) year-old female patient who had essure (batch no. C06463) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonoscopy in 2014, uterine dilation and curettage in 2014, peritoneal biopsy, endometrial biopsy and biopsy small intestine. Previously administered products included for an unreported indication: valium, vicodin, toradol, atropine and phenergan. Concurrent conditions included anemia, right lower quadrant pain, inflammatory bowel disease, colitis ulcerative, hemorrhoids, hyperlipidemia, migraine, abdominal tenderness, discomfort, ovarian cyst, paratubal cyst, luteal cyst of ovary, dysfunctional uterine bleeding, polymenorrhoea, benign cervical tumor, adenomyosis, abdominal pain, pancreatitis, upper abdominal discomfort, nausea, headache, vomiting and stress. Concomitant products included codeine phosphate;paracetamol (tylenol with codeine no.3), dicycloverin hydrochloride (dicyclomine), hydrocodone, medroxyprogesterone acetate (depoprovera) from (B)(6) 2014 to (B)(6) 2015, mesalazine (asacol), ondansetron hydrochloride (zofran) and paracetamol (acetaminophen) since (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia") and allergy to metals ("nickel allergy"), 1 day after insertion of essure. On (B)(6) 2014, the patient experienced depression ("depression") and anxiety ("mental anguish"). The patient was treated with surgery (total hysterectomy (uterus and cervix removed)). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain was resolving and the vaginal haemorrhage, menorrhagia, depression, anxiety and allergy to metals outcome was unknown. The reporter considered allergy to metals, anxiety, depression, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: the insert was in good position with 3 trailing coils on the left side. Pt noted discomfort with on right ostia. She also states that she believes there was a complication during the procedure. Discrepancy noted for lab data previously reported hysterosalpingogram but now reported as plaintiff did not undergo an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records : pelvic pain, vaginal bleeding, nickel and metal allergy, anxiety disorder, depressive disorder, vaginal bleeding, menorrhagia. Most recent follow-up information incorporated above includes: on 28-jun-2019: pfs and mr received. Reporter information were added. Date of removal were added. This case become incident. Lot number were added. Medical history, historical drug and concomitant drug were added. Event verbatim were updated as physical pain/pain. Event : abnormal bleeding (vaginal), menorrhagia, depression, mental anguish, nickel allergy were added. Outcome of the event pain were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.